Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead has been showing an increase in pacing impedances and eventually triggered an out of range pacing impedance alert. The health care professional (hcp) was recommended to perform isometrics and pocket manipulation at time of patient in-office check. The rv lead remains in service at this time but its revision is to be scheduled at a future date. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination of the lead noted calcification of body fluids. Tests were completed to assess lead electrical performance. Measurements were within normal limits. Analysis determined that the impedance measurements and delivery of tachy therapy may have been impacted by the calcification of body fluids. Calcification, the process in which layers of calcium build up on a surface (e.g., leads), is a patient condition that develops over time in some populations. The mechanism of calcification is assumed to be associated with cell devitalization and accumulation of cellular debris following implantation. Past experience has shown that as calcified material builds up on the electrode surfaces of a lead, impedance measurements increase. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead has been showing an increase in pacing impedances and eventually triggered an out-of-range pacing impedance alert. The health care professional (hcp) was recommended to perform isometrics and pocket manipulation at time of patient in-office check. The rv lead has been explanted and returned for analysis at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead has been showing an increase in pacing impedances and eventually triggered an out-of-range pacing impedance alert. The health care professional (hcp) was recommended to perform isometrics and pocket manipulation at time of patient in-office check. The rv lead has been explanted with no information on device return at this time. No additional adverse patient effects were reported.